Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2012. According to the complainant, during the procedure, when the physician was pulling the peg tube through the stoma site, the pullwire on the tip of the tube broke. Part of the peg was already outside of the stoma site, so the physician was able to pull it through and complete the procedure. There were no patient complications reported as a result of this event. The patient conclusion at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of pullwire broke. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.